Event description:
Same case as MFR report #: 2134265-2012-02280. It was reported that following a stenting treatment procedure, the patient presented with a myocardial infarction and stent thrombosis. The patient was turned down for surgery and underwent staged percutaneous coronary intervention procedures. The first procedure treated the lesion located in the mildly calcified and mildly tortuous right coronary artery (rca). After pre-dilation of the proximal and distal segments of the rca, a 2.5x28mm ion stent was advanced and deployed in the distal rca at 11 atms. Then a 3.0x38mm ion stent was advanced and deployed in the proximal rca at 11 atms for 30 seconds. Post dilation was performed in the proximal stent with a 3.5x20mm apex balloon inflated to 8 atms. The next day a planned intervention was performed in the mildly calcified and mildly tortuous left anterior descending (lad) artery. Treatment wired a restenosed unspecified stent implanted in 1999 located in the mid segment of the lad. The stent was pre-dilated using a 2.5x15mm apex balloon inflated to 10 atms for 20 seconds. Next a 2.5x28mm promus stent was advanced and deployed at 12 atms for 30 seconds. Then the diagonal branch was wired and a 2.0x15mm non-bsc stent was advanced through the old stent and implanted just proximal to the 2.5x28mm promus stent. Post dilation was performed in the lad with a 2.5x15mm apex balloon inflated to 18 atms for 40 seconds. Two days later, the patient presented emergently with a myocardial infarction. The rca, lad and diagonal branch were all "clotted off". The physician wired the lad, and dilated both the original stent and the 2.5x28mm promus stent with a 2.0x15mm apex balloon. The diagonal branch was then wired and dilated with the same 2.0x15mm apex balloon. Next the lad was again dilated to 6 atms. The diagonal vessel had dissected. It was noted that the dissection occurred before the patient was brought to the cath lab. The dissection was not treated. Once timi 2 flow was established in the lad/diagonal branch system and the patient was stabilized the physician moved to the rca. An attempt was made to pass the rca with a non-bsc extraction catheter but it would not cross the lesion. Next several passes were made with a 6fr non-bsc extraction catheter. Then a 2.5x15mm apex balloon was advanced and dilated the distal stent first and next the proximal stent with the same balloon. The patient was then sent to 4x CABG surgery. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).